Event description:
A report was received that the pt had an infection at the ipg pocket site. The physician prescribed the pt oral antibiotics. The infection has cleared, and the pt is reportedly doing well.